Manufacturer narrative:
The explanted device ws not returned to manufacturer for evaluation. The CT scan that took post 2008 implantation procedure shows that the interbody device rotated with right arm pointed toward canal. Post revision surgery films show that l3/4 construct with interbody device was in the proper position.

Event description:
It was reported that the patient underwent one level tlif for adjacent level degeneration above prior fusion l4 to s1 using the interbody device with rhbmp-2/acs at l4-l5. At five week post op follow up, CT showed that the implant had rotated and was impinging the canal slightly. The revision surgery was performed approximately six weeks post op to replace the device. The patient was reportedly doing well post the procedure.